Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus visera elite video system center was not providing an image. The staff checked the monitor and all components were functioning properly. However, after looking at the footswitch used to toggle inputs on the monitor, it was discovered that the switch was not depressing correctly. The facility' s biomed was present, fixed the footswitch, and the issue was resolved without any reports of patient harm.